Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an anastomosis forearm shunt in the moderately tortuous and moderately calcified cephalic vein. A 4.0mmx20mmx80cm sterling balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.